Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited rv oversensing of right atrial (ra) signals. The patient received inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. Additionally, there was noise on the shock channel, and there was intermittent loss of rv capture, but no asystole was noted. The lead was subsequently found to have dislodged. A surgical revision was performed and the lead was successfully repositioned. The physician noted that the patient had twiddled the lead, causing the lead to pull back. No additional adverse patient effects were reported. The lead remains in service.